Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent covered distal release stent was to be implanted in the left principal bronchus to treat a malignant stenosis due to left main branch gas tumor during a stent implantation procedure performed on (B)(6) 2024. The patient anatomy was tortuous and was dilated prior to stent placement. During stent deployment, the delivery shaft bent, and the stent was not deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There was no patient complication reported and the patient condition was stable at the end of the procedure.

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent covered distal release stent was to be implanted in the left principal bronchus to treat a malignant stenosis due to left main branch gas tumor during a stent implantation procedure performed on (B)(6) 2024. The patient anatomy was tortuous and was dilated prior to stent placement. During stent deployment, the delivery shaft bent, and the stent was not deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There was no patient complication reported and the patient condition was stable at the end of the procedure.

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h11: an ultraflex tracheobronchial stent and delivery system were received for analysis. The stent was returned partially deployed. Visual inspection revealed that the delivery shaft was kinked. A functional examination was performed by pulling the finger ring, and the stent was able to be deployed without resistance. No other damage was noted to the stent and delivery system. Product analysis confirmed the reported events of the stent being partially deployed and the shaft being kinked. These events were most likely due to procedural factors encountered during the procedure. The characteristics of the lesion, the handling of the device, or the technique used by the physician may have contributed to the damage encountered, resulting in the stent not being fully deployed. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label. Additionally, stent partially deployed is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.